Event description:
It was reported that the patients remote monitoring system displayed an indicator to call the doctor regarding this implantable cardioverter defibrillator (ICD). It was noted that impedance measurements were abnormal. No adverse patient effects were reported. The device remains in service.